Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 121 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.